Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a hematoma .there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended the patient not wear the lv due to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.